Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2015; 429888 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was explanted and replaced for unknown reasons. No patient complications have been reported as a result of this event.